Event description:
Hospital plant operator reported that the trendelenburg function was not working on this bed. He found that the p2 connector was not sealed on the main control board. He reseated the p2 connector on the main control board and the problem has been resolved. He stated that there were no injuries.